Event description:
These details were identified in a review of clinical records received for the patient reported in MFR report # 6000078-2007-00269, which was retracted because it was determined the adverse event was not related to the device. The clinical history of the patient is as follows: recurrent left middle cerebral artery (mca) stenosis, tias (transient ischemic attack), strokes. The pt was referred for intracranial angioplasty and stent appointment under hde (humanitarian device exemption) designation. The patient had been pre-treated with aspirin and plavix. The pt had a pta (percutaneous transluminal angioplasty) of the left mca in 2003. The subject device (stent) was placed without incident. In 2004, a follow-up angiogram "...demonstrated significant restenosis and she was treated the next day..." Using a balloon catheter with "...an excellent angiographic result." Approx two months later, the pt had a follow-up angiogram. Because of restenosis, repeat angioplasty was performed using a balloon catheter with "...an excellent angiographic result." "A follow-up angiogram approx two and a half months later demonstrated significant restenosis." "A follow-up angiogram in 2005, demonstrated severe stenosis." The patient was having continued tias (transient ischemic attack) and strokes and was referred for stent placement under hde (humanitarian device exemption) designation (the hde stent placement was contained in MFR report # 6000078-2007-00269).

Manufacturer narrative:
This was an off-label usage of the subject device because the subject device (stent) is indicated for use with aneurysms. The reported adverse event is documented in the device directions for use. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn. Because the device remains implanted, no evaluation will be performed.